Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp for a high risk cardiac procedure. The impella sheath was placed after the percutaneous coronary intervention sheath had kinked and caused bleeding. The impella cp was supporting when there was an observation made of new ventricular tachycardia which was treated by medical therapy and pump repositioning. The patient was eventually weaned and explanted.